Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited low r waves and high thresholds. A chest x-ray showed that the lead had pulled back and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.